Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Customer¿s blood glucose level was 134 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.